Event description:
The facility's biomedical technician contacted gambro and requested a gambro technical specialist representative inspect a phoenix machine. The biomedical technician stated a patient expired toward the end of a dialysis treatment. The only machine alarm was the venous pressure alarm. It is the corporate policy of this facility, to have the machine inspected by the manufacturer's technical service representative prior to returning the machine to clinical use. According to the nurse manager, they do not believe that a failure of a gambro device caused or contributed to the adverse event. Per corporate policy, no further clinical information will be disclosed. The cartridge blood set, the revaclear dialyzer, and the bicart column have been retained by the clinic and will not be returned to gambro unless the corporate risk management suspects these devices may have caused or contributed to the event, if so, they will notify gambro. The machine was inspected by a gambro technical specialist representative who found it to be operating within manufacturer's specifications.

Manufacturer narrative:
The blood tubing set involved in this incident was retained by the facility and will not be released to gambro for investigation. Gambro identified the lot number of the cartridge blood tubing sets shipped to this customer prior to this event as lot 06r158211. This lot was visually inspected, functional and dimensional testing performed with no failures detected.